Manufacturer narrative:
Film evaluation results are: the exact cause of the left limb occlusion could not be determined from the limited films provided. The blood flow dynamics could not be adequately assessed from the still angio¿s provided. The anatomy at implant is unknown, angio¿s at implant and earlier follow-up¿s including post-implant CT¿s were also not available for review. It is possible that implanting within the small distal aorta with a resulting small contra limb flow lumen diameter may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The exact cause of the right distal limb migration and possible distal type I endoleak could not be determined from the limited films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that implanting within the short (15mm) seal length right common iliac, and possible aneurysm morphology changes, may have contributed. The cause of the possible mal-position of the proximal end of the ipsi limb extension see just below the bifurcate flow divider could not be determined. Section d information references the main component of the system. Concomitant medical devices: etlw1610c124ej. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. During the index procedure the internal iliac artery (iia) was treated by coiling. The ipsilateral distal limb was landed on the 15mm-zone in the short common iliac artery (cia) with approximately 2cm. At that time there was no endoleak. The patient denied follow-ups and did not visit the hospital afterwards. The patient then presented with symptoms of claudication and leg pain. CT scans showed that the ipsilateral distal limb had migrated at the proximal side and the contra limb was crushed at the terminal aorta. As a result the contra side was thrombosed all the way to the flow divider and blood did not flow. The physician is attributing the cause to be anatomy related, short common iliac artery. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that an intervention was done as follows: embolization of right internal iliac artery and implantation of an aui with right iliac approach. The external iliac artery landing with additional stent graft from another manufacturer and then a femoral-femoral bypass was performed. Final angiography showed no endoleak and dilation of the flow divider was done and this completed the intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.